Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient that presented for a generator change. During the procedure, the rv lead was capped due to high, out of range pacing lead impedance and high, out of range high voltage lead impedance. The patient is doing well and will continue to be monitored.